Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that approximately eleven years post filter deployment a computerized tomography imaging revealed that the six arms and six struts of the filter perforated the aortic wall. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately eleven years post filter deployment, a computerized tomography imaging revealed that the six arms and six struts of the filter perforated the aortic wall . The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately eleven years post filter deployment a computerized tomography imaging revealed that the six arms and six struts of the filter perforated the aortic wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month later, patient was admitted for removal of inferior vena cava filter. At that time of admission, patient had positive homans sign and ruled out left lower extremity deep vein thrombosis. After discussion with the radiologist, decided to leave inferior vena cava filter and possible removal in two to three months. After ten years and eleven months, a computed tomography of abdomen was performed for filter evaluation. The study showed that the tip of the filter was located at the inferior margin of the lower left sided renal vein. The tip of the filter was located close to the central aspect of the lumen of the inferior vena cava. All the 12 struts have perforated the wall of the inferior vena cava by greater than 3 mm. The longer segments of the struts present outside the lumen of the inferior vena cava. A strut located at approximately 2:30 o¿clock position abuts and perforates the anterior right side of the abdominal aorta. The tip of the strut appears to be within the wall of the aorta along its right anterior lateral margin. A strut located at the 3 o¿clock position abuts the right lateral wall of the aorta but without perforation. A strut located at the 4 o¿clock position extends along the posterior right lateral margin of the abdominal aorta, this strut abutting the anterior aspect of the lumbar spine also perforated soft tissue near the origin of the crus of the right hemidiaphragm. A strut located at the 11 o¿clock position appears to enter the origin of the right gonadal vein. The strut perforates the anterior wall of the gonadal vein, extending anteriorly, located along the posterior margin of the descending segment of the duodenal sweep at the second and third junction of the duodenum. No obvious perforation of the duodenum was noted, this strut does not appear to perforate the wall of the duodenum. A strut located at 12 o¿clock position extends anteriorly, perforating the posterior wall of the duodenum. A strut located at 1 o¿clock position was located along the posterior margin of the proximal third segment of the duodenum. A strut located at the 10 o¿clock position abuts the posterior margin of a vascular structure, possibly a lower right sided, right renal artery. This vasculature structure does not appear perforated, but the tip approximates the wall of the vessel. The vascular strut located at the 6:30 o¿clock position projects posteriorly, abutting the anterior aspect of the lumbar spine just medial to the right psoas muscle. No fragmentations of the struts of the filter were demonstrated. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2010). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.